Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was received for evaluation. The device did not meet specifications during an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the leak and observed short circuits.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter and short circuits.